Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unknown screwdrivers lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that the surgeon was inserting a screw, under power, and the screwdriver shaft was ¿slipping¿. He is aware that the tip needs to be fully seated in the head of the screw but it still slipped. Upon inspection, the tip of the screwdriver was burred. A second screwdriver shaft was used. No time lost. No missing parts of the instrument. Patient outcome was satisfactory. This report is for one (1) unknown screwdrivers. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h6: a service and repair evaluation were completed: the item was returned for inspection and the root cause was determined to be wear and tear ¿ end of life damage. The burred driver tip was likely due to prolonged use; the device was first released in 2010. The instruments were designed, developed and manufactured according to specification with deviations recorded. Based on the investigation, the need for corrective action is not indicated. No patient harm was recorded. Complaints on this code will continue to be monitored and trended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: sri instrument: product code: iau0242. Description: short t20 screwdriver shaft. Lot number: sea220910. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device image. Visual analysis of the photo revealed that short t20 screwdriver shaft had was found the tip of device stripped and bent. The allegation of burr cannot be confirmed as no burr was identify with the evidence provided. The allegation of stripped can be confirmed, no other defect was found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for short t20 screwdriver shaft. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Lot number does not appear to be valid for this device, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.